Event description:
It was reported that the customer's blood glucose level was around 400 mg/dl. The insulin pump had a crack along the reservoir. When the customer did an infusion set change she noticed the cannula was bent. The customer's most recent blood glucose level was not reported. She also had issues with the sensors. After inserting a new sensor, the customer received a sensor error and her isig was low. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-70163 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.